Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received. Associated MDR: 1018233-2013-01114.

Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.